Event description:
Central supply tech used her hands to try to lift a manifold into an automatic transport system. Push arm jammed trapping her finger between the manifold and the push arm. The employee required medical care from a pinched finger. Her finger was swollen and had some temporary loss of feeling. There has not been a problem with the device system in the past.forceful regular use by the pushing of the manifolds caused a slight bend in the plate which caused it to catch and get caught. Rather than shutting down the washer, the employee attempted to pop the manifold loose where her finger was then pinched between the push arm and the manifold. Also, staff did not follow posted safety precautions and stuck her bare hands in moving machinery.======================manufacturer response for automatic transport system for washer, automatic transport system (per site reporter).======================manifold plate was bent causing the tray to "jump". Entire manifold tray was replaced. No other problems.